Manufacturer narrative:
Apparent allergic reaction to hema in desensitizer. Pt was advised to stop use of kor desensitizer indefinitely.

Event description:
Pt apparently had an allergic reaction to the kor desensitizer. Lips are swollen. Advised that pt discontinue product immediately and contact her doctor if necessary. Pt's swelling did not go down after she stopped using the product, so she went to the doctor who gave her a shot of steroids. The swelling began to subside over the weekend, and by (B)(6) 2014, the swelling was gone.